Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep was just notified of a patient who is in overdischarge for the third time, and wanted to know MRI compatibility. The rep noted that they were texted by a nurse practitioner of the event today, but did not have any additional details. No further complications were reported. No patient symptoms were reported.